Event description:
It was reported that the blade broke during a procedure. It was further reported that the piece of the broken blade was removed immediately from the surgical field and x-rays were taken to ensure no fragments were present. A minimal delay of 2 minutes was reported while an alternative blade was sought to complete the procedure successfully.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not available for return to manufacturer.

Event description:
It was reported that the blade broke during a procedure. It was further reported that the piece of the broken blade was removed immediately from the surgical field and x-rays were taken to ensure no fragments were present. A minimal delay of 2 minutes was reported while an alternative blade was sought to complete the procedure successfully.

Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. Device not returned to the manufacturer.